Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by cfr 803.56.

Event description:
It was reported that the device was intermittently powering off on its own. The device memory also had multiple fault codes logged indicating a possible loss of power. There was no pt use associated with the reported failure.